Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between (B)(6) 2019 and (B)(6) 2020 was analyzed. The shock impedance showed a gradual increase from 70ohms to 80ohms and a sudden decrease below 25 ohms in (B)(6) 2020. The analysis of the provided iegm episodes revealed artifacts on the atrial and farfield channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported after approx. 20 months implantation time, that the lead showed shock impedance out of range (less than 30 ohm) and a short circuit in the high energy channel was detected. The lead was explanted and discarded. The lead body was found bent near the clavicular area.